Manufacturer narrative:
No medwatch form was received.

Event description:
The patient presented in the ER after receiving inappropriate therapies. Device interrogation showed alerts for output circuit damage and low impedance. The device was explanted and the lead was capped.